Manufacturer narrative:
Age at time of event: over 18. Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system from batch 24285492-105. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual and microscopic examination revealed no damages. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis could not confirm any issues with the label since no packaging was returned for analysis.

Event description:
It was reported that the labeling was incorrect. The 100mm target lesion was located in the proximal superficial femoral artery (sfa). A 6mm x 100mm x 130cm eluvia self expanding stent was selected to be implanted. The stent delivery system was advanced to the patient. Prior to deployment it was observed by the physician that the stent appeared very short on fluoroscopy. The box and internal packaging confirmed the size to be 6mm x 100mm x 130cm. The physician checked the stent delivery handle and it was labeled 6mm x 40mm x 130cm. The stent delivery system was removed from the patient. A new 6mm x 100mm x 130cm stent was selected and deployed without any issue. There were no patient complications.